Manufacturer narrative:
No pt present. The system has not been evaluated as of the date of this report.

Event description:
A technical coordinator reported that while preparing for a case, the camera starting cycling continuously. The event did not occur during surgery and no pt was present.